Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 the physician¿s handheld and flashcard were returned for product analysis. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery that prevented the main battery cover from seating properly and registering a false open battery latch condition. Although the main battery was swollen, it was able to hold a charge and power the handheld for over an hour. No other anomalies were identified during analysis. During the analysis it was identified that the flashcard contained two different sets of patient databases. The cause for the anomaly is associated with the flashcard being inserted into multiple handheld devices. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld would not power on after being plugged into the wall charging for four hours. A company representative was present at the site to performed troubleshooting. It was confirmed that the screen lock button was not engaged, the cord was replaced, a new wand was utilized, the batteries were changed and the handheld was attempted in different areas in the room which did not correct the issue. It was reported that a hard reset resolved the problem at first, but then the handheld stop communicating after a few uses. A new handheld was provided to the physician's office. The handheld is expected to be returned to device manufacturer for analysis; however, it had not been received to date.

Event description:
Additional follow up found that the handheld is transported between hospitals via the neurologist, so it could be in cars exposed to (B)(6) heat during transport. Otherwise, the handheld is kept in the clinic. No other information was provided.